Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker system triggered lead safety switch (lss) due to low out of range right atrial (ra) lead pacing impedance measurements less than 200 ohms. In addition, oversensing of noisy signals in the ra channel was noted. Technical services (ts) recommended programming enhancements and lead revision. This device remains in service. No adverse patient effects were reported.